Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) with trace ketones; bg value not provided. Customer administered a correction bolus via pump to treat elevated bg. Reportedly, customer did not perform the load fill tubing step of the process. Additionally, it was reported that the customer had been using the cartridge beyond labeling. Customer was advised by tandem technical support to change the cartridges per labeling. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.